Event description:
Narrative: product problem. The following are the details: per pharmacist's narrative, the pt states that he had to waste half of the last two boxes of 32g, 4mm needles because the needle bores are not patent. Suspect drug #1 dosing; used pen needle as directed for insulin injection. Dates of use: (B)(6) 2018 - (B)(6) 2018.